Event description:
It was reported that this implantable pacemaker exhibited a longevity calculation from 1 year remaining to 5 months remaining in a span of 3 months. Data was sent for engineering analysis. Analysis showed that the power consumption is increasing in a gradual fashion. Depth of discharge is larger than expected. This device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker exhibited a longevity calculation from 1 year remaining to 5 months remaining in a span of 3 months. Data was sent for engineering analysis. Analysis showed that the power consumption is increasing in a gradual fashion. Depth of discharge is larger than expected. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed.review of device memory confirmed that a low voltage alert code 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.